Manufacturer narrative:
The reported event of header anomaly was not confirmed. The device was received with normal output and telemetry communication. Analysis performed including header evaluation did not identify any functional issues. The as received condition indicated the device was operated with lead monitoring enabled. With lead monitoring enabled, the polarity switch will automatically change the pacing and sensing polarity to unipolar for patient safety when the device detects an out-of-range measurement. Longevity assessment found the device was operating at near beginning-of-life voltage with appropriate remaining longevity.

Event description:
Related manufacturer reference number: 2017865-2023-93222. It was reported a patient's right ventricular (rv) lead presented with high pacing impedance and oversensing noise. The pacemaker also had a header anomaly requiring replacement. In a procedure on (B)(6) 2023, the pacemaker was explanted and replaced, and the rv lead was capped and replaced. Post-procedure the patient was stable.